Manufacturer narrative:
The stryker product analysis center (pac) evaluated the customer's device. Pac technician could not confirm the reported issue through device log analysis or testing. Root cause not established. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer will be provided with a replacement device.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.